Manufacturer narrative:
The device was returned and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed using naked eye and magnification; broken occluder feet were noted. Functional testing was performed which included leak testing, clear passage testing, and clamp function testing. Functional testing identified leak through the set with the clamp in the closed position due to the broken occluder foot. However, the reported problem no flow / restricted flow was not duplicated/verified because clear passage testing was performed with no issues. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transfer set was blocked and solution was no flow. This occurred during use. There was patient involvement but no patient injury and no medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The date of event is (B)(6) 2016 and not the previously reported (B)(6) 2016. During an evaluation, it was determined that there was a leak through the transfer set with the clamp in the closed position. The transfer set was found to have broken occluder foot. There was no patient involvement. No additional information is available. Concomitant medical products: na for concomitant product and therapy date, instead of ni and (B)(6) 2016. (B)(4). Clarification on the previously reported manufacturer narrative that stated, ¿however, the reported problem no flow / restricted flow was not duplicated/verified because clear passage testing was performed with no issues.¿ the transfer set was returned for an issue with the ¿no flow/restricted flow¿ and during evaluation, the device leaked. While the returned device passed functional testing related to the originally reported issue of ¿no flow¿, it failed due to the leak. The device did not meet product specifications. The cause of the leak was the broken occluder foot, but the cause of the broken occluder foot could not be determined. Should additional relevant information become available, a supplemental report will be submitted.